Manufacturer narrative:
Two of two reports from this facility.

Event description:
The customer reported that she had white discoloration and burning sensation at contact area. Did not seek medical attention, area resolved without incident within 24 hours. Customer could not recall when the incident occurred, was approximately two weeks ago.